Event description:
A malfunction was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. Customer service decided to replace the faulty pump and advised the customer on procedures such as entering storage mode prior to returning the pump to tandem. The customer was informed about programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump. The replacement pump, featuring updated software, was sent to the customer, who acknowledged the instructions given, including using an alternate manual delivery method during the interim.